Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).